Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The physician advanced the 1.5x15mm maverick2 balloon to the lesion and inflated it to 10 atms and it ruptured. There were no pt complications. The procedure was successfully completed with a different device. Pt status is reported is "good".

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.